Manufacturer narrative:
G4: 05oct2020 b4: 05oct2020 multiple good faith efforts were made to obtain information regarding device evaluation, repair, and operational status with no response from the reporter and therefore cannot be determined. In addition to the below attempts, the philips remote service engineer (rse) made 3 attempts by emails, and left voicemail, with no response from the customer. The case was closed with no parts ordered or service requested. If additional information is later obtained, a supplemental report will be submitted. 1. Thursday, (B)(6), , 2020 10:46 am emailed (B)(6), ; 2. Friday, (B)(6), 2020 1:07 pm emailed (B)(6), ; 3. Friday, (B)(6), 2020 12:27 pm emailed (B)(6) submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 21sep2020.

Event description:
It was reported to philips that the device was intermittently getting air valve liftoff failure error when powering on the unit. The device was not in clinical use at the time of the event. There was no report of patient or user harm. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The biomed advised that the blower is working and that the unit passed performance verification testing (pvt).the rse advised the biomed to get diagnostic report to see the failures. The biomed stated he would email back with the drpt report. Investigation still ongoing.